Manufacturer narrative:
Evaluations: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of occurrence is remote. This type of event represents an unusual occurrence. Conclusions: we were unable to conduct a full investigation because the affected device was not returned to cook endoscopy for evaluation. A definitive cause for the reported observation was unable to be determined. We can report that if the catheter becomes severely kinked and/or stretched, this could block the air passage creating resistance in balloon deflation. Damage to the catheter could occur if excessive force is applied during use and/or general handling. Also, if the stopcock used to hold and release air in the balloon is not properly opened, difficulty with deflation of the balloon may occur. Prior to distribution, all escort ii double lumen extraction balloons are subjected to a visual and functional examination to ensure the integrity of the device. This test includes ensuring the balloon inflates properly and achieves full deflation. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report was unable to be verified. This type of event is an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an ercp procedure with stone extraction, the physician used a cook endoscopy escort ii double lumen extraction balloon. Several stones were successfully removed using the balloon. After the last inflation, the balloon would not deflate. The physician used an extraction basket to squeeze air from the balloon. The balloon was then successfully removed from teh pt's duct. Nothing had to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. See additional information.